Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that device was not able to be interrogated. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that rep alleged overdischarge. Rep stated that the patient performed physician mode recharge on their own rep instructed patient over the phone. Rep met with the patient today and observed ins was fully discharged after patient reported fully charged last night. Patient observed "doctor face" on recharger but no additional codes or power on reset (por) message were provided or observed. Rep reported previous overdischarge/ physician recharge mode from 2017 and that the patient was tired of doing physician recharge mode due to overdischarge and going to meet with a surgeon next week to get a new device. Rep was informed that physician recharge mode should be performed by health care professional (hcp) or rep. Rep was instructed to charge ins to 25 %, clear por and inform patient that recharge intervals will be shorted as the ins recovers from overdischarge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-02-13 15:08:31 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Analysis of the ins serial# (B)(4) found that the battery had reduced capacity due to overdischarge(s). (B)(4). If information is provided in the future, a supplemental report will be issued.